Event description:
New information noted that the device was reprogrammed to resolve the event . Patient is stable and will continue to be monitored.

Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing were observed on the pacemaker. Abbott technical support was contacted and recommended reprogramming, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.